Event description:
Cramping. Sharp/stabbing pelvic pain. Uterine inflammation. Abdominal spasms/ twitching/ fluttering. Back, joint, chest, leg, breast, neck, spine, hip. Chronic pelvic pain. Nausea. Vomiting. Headaches or migraines. Dizziness. High blood pressure. Weight issues (loss/ gain). Kidney infection. (B)(6), 2011 is the date I was sent home from a five day hospital stay after implantation of essure in 2010. Above is the adverse effects I was experiencing at that visit. (B)(4).